Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the infusion set cannula is bend. Customer's blood glucose was 465 mg/dl. The customer changed site, and teated with insulin pump bolus. Customer stated that she changed set and advised that we would replaced the infusion set and agreed to return the product for analysis. The customer declined to troubleshoot for high blood glucose and absence of no delivery. The customer will call back if issues persist.